Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently stopped charging while plugged into a power source using the usb cable. Additionally, the battery gauge was observed to be depleting quickly. The customer's blood glucose (bg) level was 90 mg/dl. A replacement usb cable was sent to the customer. Multiple contact attempts were made by tandem technical support to troubleshoot the battery depletion issue and determine if the replacement usb cable resolved the charging issue; however, the customer did not respond.